Event description:
During surgery, the surgeon noticed that the cautery had quit working. It was discovered that the cord was burned in two places. The location of the cord was not on the drapes and was off the field. It was close to the cautery unit receptable. There was no injury that occurred to the staff or the patient. The unit tested fine and there was no problems found with the unit.

Manufacturer narrative:
Cable wire shorted out during use and broke into two pieces. Evaluation summary: 8106.033-monopolar connecting cable- lot # 620/660. Visual inspection of the cable showed a break in the cable 14 inches from the bovie plug. The bovie plug connects into a generator. There was no other damage on the cable. There was no evidence that this cable had been abused. The wire inside the cable shorted out and caused the cable to burn into two pieces. Richard wolf sold this cable to (B) (4). The enduser purchased the cable direct from (B) (4) at unk date. Richard wolf has sold this cable with lot # 620/660 since june 2006. Cause: based on the info received the cable broke as a result of normal wear and tear.